Manufacturer narrative:
(B)(4). Date sent: 10/20/2021. D4: batch # u5e86m. Additional information was requested, and the following was received: what were the indications for ultra low anterior resection surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What surgical procedure was performed? Ultra-low anterior resection was a purse string done and if so, what technic was used? Yes; used an open lumen technique, furness purse string clamp with a straight needled prolene suture and then reinforced the purse string with an endoloop around the tissue so it sits tight and snug against the anvil tying area of the stapler anvil. If no purse string was done, how was the rectum divided and what device was used? The distal rectum was divided with cs40g contour. Were there any issues experienced with the device in the initial surgical procedure? No is the surgeon an experienced user with this device? Yes experienced; uses routinely where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b ie towards the bottom of the scale did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? At least 30 seconds wait were there any issues with device use/firing/removing the device? No, all worked correctly, green tick etc. What confirmation was received that the device completed the firing sequence? Patient had a flexible sigmoidoscopy to ascertain integrity of the staple line and all looked normal. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Device two full turns to open and extracted. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Stapler was rechecked and washer appeared completely cut with no apparent loose staples retained. Were there any issues noted with staple formation? No apparent loose staples retained. Patient is recovering with no adverse clinical outcome reported currently device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and anvil with washer cut. Device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation: this is an analysis of six photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device from the guide face area and the trocar can be seen extended. Also, body fluids could be observed on the trocar. The second and third photos show an anvil from the top view with a washer that appears to be cut. The fourth photo shows an anvil with a cut washer and behind it, a device can be seen with the checkmark illuminated. The fifth photo shows a label on a box with lot # u95g0t, product code: cdh29p and exp. Date: 2023-09-30. The sixth photo shows an anvil with a cut washer and a donut that appears to be complete and a piece of tissue near it. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. However, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Was a purse string done and if so, what technic was used? If no purse string was done, how was the rectum divided and what device was used? Why was the ileostomy done? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, ultra low anterior resection. Cdp29p inserted as normal into rectum. Opd followed and device closed down finger tight and to bottom of gap setting scale and within green zone. At least 30 seconds wait and fired as normal; no unusual noises or movements; device two full turns to open and extracted. Donuts checked and proximal donut was intact however distal donut was not. Patient had a flexible sigmoidoscopy to ascertain integrity of the staple line, and all looked normal. Leak test was performed and was negative. Patient received diverting loop ileostomy. Stapler was rechecked and washer appeared completely cut with no apparent loose staples retained. Surgeon performed digital exam at end of operation and again seemed to be a completed anastomosis. Procedure was delayed by 15-minutes and completed successfully. The patient is recovering with no adverse clinical outcome reported currently.